Event description:
The angio-seal device was deployed on 5/26/00, resulting in intra-arterial deposition of the collagen sponge; doppler revealed 70% occlusion. The bioabsorbable components were surgically removed on 6/2/00.(per clinical info svs - daig) the physician reported a vessel occlusion.